Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the asymptomatic patient presented for a routine in-clinic check, noise was observed on the atrial and ventricular leads. The noise appeared to be non-physiologic and lead crush was suspected. Lead replacement was discussed. The patient will continue to be monitored.

Event description:
New information received notes that the atrial lead was capped and replaced on (B)(6) 2018 due to fracture. The patient was stable before, during, and after the procedure. There were no procedural related negative events.